Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, a pfna was implanted in the patient. During the procedure, the pfna blade could not be locked. The surgeon used another blade to successfully complete the procedure. Concomitant devices reported: unknown pfna nail (part# unknown, lot# unknown, quantity# 1). This report is for one (1) pfna blade perf l90 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil selected flow(s): device interaction/functional . Visual inspection: upon visual inspection of the complaint device it can be seen that we have received the article in a wide-open condition. In addition, it is clearly visible that the blade was opened too far. Furthermore, the received device shows some signs from use (scratches, dent¿s and color fading). (For details see pictures attached ¿(B)(4) pictures from received part and functional test¿) functional test: during investigation a functional test was performed, the blade passed the functional test (for details see pictures attached ¿(B)(4) pictures from received part and functional test¿). Document/specification review: drawings and revisions are in accordance to DHR of production lot 5l66259. All relevant features are defined on the used drawing revisions of DHR of production lot 5l66259. Furthermore, the reported device was assembled according to drawing, and all parts went through a 100% functional test, before they had left the production. Dimensional inspection: the article has passed the function test, no issue could be confirmed, and therefore no dimensional inspection is needed. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide (dsem/trm/0714/0132). No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 04.027.033s, lot number: 5l66259, manufacturing site: bettlach, release to warehouse date: aug. 16, 2019, expiry date: aug. 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.